Event description:
Eight falsely elevated troponin results were obtained on the dimension rxl maxrh. The results were reported to physicians. After physicians' complaints, samples were repeated on an alternate dimension rxl maxrh and all results were negative. Three pts' treatments were prescribed or altered, but there was no report of adverse health consequences to the pts as a result of the falsely elevated troponin results.

Manufacturer narrative:
No further evaluation of the device is required. Elevated troponin results were observed with one reagent cartridge. All samples were rerun on an alternate dimension rxl maxrh and qc was within range and all pt's results were negative. The instrument is performing within specifications.